Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units display is blank, not working . The touch screen froze and the buttons would not respond with an augmentation alarm going off also, patient was switched to another console.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,e1(site country),g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions), h10,h11. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.